Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not alarming for an occlusion. The pump continued to run, and the displayed volume decreased, but the epidural bag remained full even when the pump showed 0 ml. The pump indicated that it was empty, yet the medication bag was still full. There was patient involvement. No patient harm was reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump was not alarming for an occlusion. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint could not be confirmed through functional testing. The unit passed all testing criteria during performance verification testing.